Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that while docking the robot selected "upper abdominal patient left" and was approaching from the left side of the patient. However, the boom positioned itself to the right, towards the patient's head. Despite power cycling the system before calling, the issue persisted. The customer mentioned that the surgeon was able to manually dock the arms to proceed with the robotic assisted procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer manually docked the patient side cart (psc) arms. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to a use error when docking the system for surgery.